Event description:
Additional information was received from the patient. It was reported that had a loss of stimulation. The patient met with a rep and they did reprogramming to help stimulation cover the pain in the right location. It felt right but they couldn't figure out why stimulation would start and stop. The patient had an MRI and stated that there was a new situation with a herniated disc on the fifth lumbar vertebrae. The new pain in the back started about ten days prior to (B)(6) 2016 and it was noted that it may be due to the herniated disc. The patient had an upcoming appointment and was to follow-up with a doctor.

Event description:
Information was received from a patient regarding their neurostimulator implanted for spinal pain. The patient reported that they were feeling the stimulation going on and off and it was surging strong at times. The patient met with the manufacturer representative (rep) on (B)(6) 2016 for reprogramming. The patient needed reprogramming because they needed stimulation to a different area for pain coverage. The patient was able to check their device with their patient programmer and the programmer showed the device was on. The patient was able to change stimulation, but this did not resolve the issue. Additional information has been requested regarding the interventions and outcome of this event, but it was not available at the time of this report. If additional information is received, the event will be updated and a follow-up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.